Event description:
The reporter contacted animas on (B)(6) 2013 because the patient declined to have the pump removed as the patient did not want to have to change the infusion site or reprime the pump. The reporter indicated that the patient was in the hospital after the patient was found unconscious with a blood glucose of 1.6 mmol/l. The reporter stated that the patient had a similar event the previous week but the patient had resumed the pump. The reporter stated that they had no idea how the event occurred. The reporter declined troubleshooting at the time of the call. Animas has attempted to follow up with the patient but was unsuccessful at this time. This report is made based on the allegation that the patient was hospitalized for hypoglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.